Event description:
Caller reported a malfunction on pump, but there were no notable events preceding issue. Customer's blood glucose level was not adversely impacted, with no readings exceeding 500 mg/dl. Technical support provided pump reset information and assisted caller in resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using pump and to call back if any malfunction codes reappear.